Manufacturer narrative:
E1- the sixth affiliated hospital of (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during reprocessing. There were no reports of patient involvement.